Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that instent restenosis occurred. A target lesion located in the left mid superficial femoral artery (sfa) had 99% stenosis, reference vessel diameter of 5 mm, a length of 110 mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, placement of a 6x120, 130cm eluvia drug eluting stent, and post-dilatation with 15% residual stenosis. The patient was discharged. In (B)(6) 2016, the patient was admitted to the hospital. Pta with drug eluting balloon (deb) was subsequently performed to treat the isr. The event was considered to be resolved and the patient was discharged from the hospital.